Event description:
Customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using the current pump by reloading the cartridge and expressed confidence that the alarm would not reoccur before receiving a replacement. To resolve the issue, technical support arranged for a replacement pump with updated software to be sent to the customer, advised them on returning the problematic pump, and instructed the customer on configuring the new pump and connecting it to their cgm.